Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 21 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding and increased sensitivity. No further patient complications were reported.